Event description:
It was reported that the patient was experiencing periodic shocking with left ins. There was an impedance issue noted: c/0 497, c/1 658, c/2 544, c/3 461 0/1 748, 0/2 746, 0/3 698, 1/2 765, 1/3 813, 2/3 612. Programmed 3+2-1- 5.4v, 180r, 210 pw. Therapy impedance was 483 and 10.644 ma. Impedances were low with case and bipolar combos. Palpation did not reproduce. They could not program unipolar so they could not program around it. It was noted that the patient charges daily. If additional information is received, a follow up report will be sent.

Event description:
Additional information requested reported that the patient was scheduled for an 'exploratory and revision' in (B)(6)-2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient had his extension replaced and his symptoms were completely resolved. The patient was doing 'fine.' It was reported that the patient was 'one of the first patients ever implanted', and that the replaced extension placement was lower in the neck compared to where they are now placed, behind the ear. The extension was also not protected with the connection boot that is now used, so there was corrosion at the extension site from many years of fluid around the connection.

Event description:
Additional information received reported that the patient experienced a shocking sensation on his right side. A revision surgery and "rewiring" was done to correct the shocking sensation. Manufacturer's implant database contains a revision surgery on (B)(6) 2012. Prior to the revision the patient had paresthesia on the left side of his face, but since the revision it had been on the right side of his face too. Therapy was off due to the paresthesia, and would turn on the device only when absolutely necessary. The patient had a scheduled appointment for a reprogramming on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that there was an issue with a lead connection. It was too close to the surface, it deteriorated, and body fluid "got in there to short it out." He had surgery to correct these issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension. Product ID 3387-40, lot # l51530, implanted: (B)(6) 1998, product type lead.